Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, the lens was broken and misfired. The lens was discarded. Additional information was received. The surgery was complete on same day. There was no patient harm.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a non-qualified cartridge and handpiece. The company model is only qualified for use in the company cartridges company handpiece. The lens was not returned for evaluation. The root cause is most likely related to a failure to follow the instruction for use (IFU). The account used an unqualified lens/cartridge/handpiece combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).